Event description:
Pt revised because of loosening of stem, malpositioning, osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the device were not returned. A complaint database search finds no other reported incidents against the known product and lot code since release for distribution. Review of device history records for the identified product/lot combination found no related anomalies. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation,the need for corrective action is not indicated. Additionally, the investigation has determined that the provided stem product code has been inactive/obsolete since 09/2002. Should additional info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.